Event description:
Patient was receiving bamlanivimab infusion and noticed a leak coming from the pump. Informed rn. Rn examined the pump and observed that the leak came from the cassette of the primary plum set.